Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not have any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient sustained a bowel injury during a da vinci si hysterectomy procedure.

Event description:
As part of a legal mediation effort on (B)(4) 2013, intuitive surgical received information including medical records of a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2012. The surgical procedure was completed and the patient was transferred to the recovery room in stable condition. There was no allegation in the patient's operative report that a malfunction of the da vinci surgical system, instruments or accessories occurred and there was no indication that the patient was injured or experienced any intra-operative complications. The patient's history and physical report states that the patient returned to the hospital's emergency room on (B)(6) 2012 complaining of fever, severe abdominal pain and distention. A CT scan performed on the patient revealed that the patient had dilated loops of small bowel, intraperitoneal air, abdominal and pelvic free fluid and some high attenuation within the pelvic free fluid. From (B)(6) 2012 through (B)(6) 2012 the patient underwent several tests, examinations and treatments due to her condition; however, her condition did not improve. Reportedly, on (B)(6) 2012 the patient underwent an exploratory laparotomy, lysis of adhesions and enterorrhaphy to repair the damage to her bowel. The bowel was found to be deseasonalized and had to be repaired with sutures. There was no other damage noted to the patient's bowel and hemostasis was excellent. The procedure was completed and the patient tolerated the procedure well. The patient left the or in satisfactory condition. The patient was discharged from the hospital on (B)(6) 2012. No medical information is provided since the patient's discharge on (B)(6) 2012.